Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the device shows the eri status. The pacemaker and lead were replaced. The exact complaint on this lead is unknown.

Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the device interrogation revealed the battery status eri the amount of charge taken from the battery was verified. The battery condition was found to be as expected. Please note the battery capacity in percentage is the remaining capacity until eos, not eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.